Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 40 mg/dl at the time of the event. It was also reported that customer was hospitalized. Troubleshooting was performed for insulin pump over delivering and it was known that the auto mode feature was active for past 48hours at the time of the event. No further patient complications were reported; however, the customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.